Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received that indicates a balloon burst/ leak/ rupture occurred with a resolute onyx drug-eluting stent. No further information available.